Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the bevel on the cartridge of the preloaded insertion system, model pcb00, was damaged/rough. No patient injury or involvement was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 08/26/2016. Device returned to manufacturer - yes. Device evaluation: the preloaded delivery system, model pcb00, was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) inside the cartridge. No lens was observed in the pcb00 device. No defects or damages in the plunger/pushrod was identified that could impair functionality in the device. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.